Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low out-of-range (oor) shock impedances on the right ventricular (rv) lead, measuring 0 ohms. Boston scientific technical services (ts) discussed it could be due to electromagnetic interference (emi) or a possible lead issue, and recommended troubleshooting options. The cause was unable to be determined and the physician will continue to monitor the patient/system. This ICD and rv lead remain in service. No adverse patient effects were reported.